Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. No data logs returned for analysis. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Regarding the major bleed & hematoma: the cause of the injury was not determined due to insufficient clinical details. Tachycardia: the root cause of the injury was unable to be determined due to insufficient clinical details. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a patient was implanted with a impella cp for support during a high-risk cardiac procedure. The care team decided to wean and explant the impella 5.5 due to the patient¿s inability to tolerate systemic intravenous anticoagulation. While on a heparin infusion, the patient experienced oropharyngeal bleeding requiring a blood transfusion and episodes of tachycardia. The device was successfully explanted and the patient was transitioned to an intra-aortic balloon pump. Two days later, a small hematoma was noted at the insertions site that looked good. Approximately, a week later the patient received one unit of blood.

Manufacturer narrative:
Ip codes added: access site adverse event. Ip codes removed: device revision or replacement, peri procedural adverse event. Engineering assessment: pump not replaced - removed "device revision or replacement".

Manufacturer narrative:
B31: revised date of event as it was entered incorrectly on the initial report that was submitted. B5: added information that was omitted from the initial report that was submitted. E1: added initial reporter phone number and zip code extension as they were omitted from the initial report that was submitted. E4: added selection as it was omitted from the initial report that was submitted. G3: date should of reflected 27-nov-2025 on the initial report that was submitted. H6: added health effect - impact codes due to information in b5.

Event description:
Information was received. The patient was having oral bleeding and was currently packed. Bumex was decreased. Right leg arterial duplex was done and was negative. A head and chest computed tomography (CT) was done. The head CT was negative. A soft hematoma was present on the axillary site (nine centimeters (cm) by four and a half cm)). A right chest hematoma around the subclavian with no obvious source of bleeding was noted. The next day the patient went to the operating room for an axillary wash out. The bleeding resolved after the pump was removed. The patient no longer required systemic heparin. The pump is not available for return.